Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that after activating the artificial urinary sphincter (aus) there was no effect, and the balloon was nearly empty. There were no interruptions in the contrast tubing or cuff. A surgical procedure was performed to replace the system, and it was found a hole in balloon and the tubing length of the cuff was insufficient for reuse, so it was also returned due to the balloon leak leading to reoperation. There were no further patient complications.

Manufacturer narrative:
Correction to field d4: model number, lot number, catalog number, expiration date, unique identifier (UDI) # upon receipt of this artificial urinary sphincter at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the cuff did not present any damage or abnormalities and it passed the leakage test. The ballon inspection found it had a tear from tool or sharp instrument damage on the shell, and this was also confirmed in the leakage test performed; the functional test was not performed due to the sharp instrument damage identified. The allegation of fluid leak, hole or perforation and length too short were unable to be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that after activating the artificial urinary sphincter (aus) there was no effect, and the balloon was nearly empty. There were no interruptions in the contrast tubing or cuff. A surgical procedure was performed to replace the system, and it was found a hole in balloon and the tubing length of the cuff was insufficient for reuse, so it was also returned due to the balloon leak leading to reoperation. There were no further patient complications.